Manufacturer narrative:
D4: unique identifier (UDI) #: the product code (01) and lot number (10) are unknown; therefore, the UDI is not available. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified access set leaked. The issue was further described as, "antibiotic started pouring out of the connection." This occurred during the priming process. However, it was unspecified whether a patient was involved. There was no report of patient injury or medical intervention associated with this event. No additional information is available.